Event description:
It was reported to philips that the battery malfunctioned. The customer worked with the technical support representative. The customer confirmed the need for a battery exchange. The reported problem was verified in the lab. The battery pack was unable to charge either in heartstart mrx device or a cadex charger. Troubleshooting conducted revealed fuse f1 open. The fuse was replaced and the battery operated as normal. The customer was sent a battery replacement. The battery is customer replaceable. No further action at this time.

Event description:
It was reported to philips that the battery malfunctioned. There was no patient involvement.